Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A cryoablation procedure was performed and three pulmonary vein isolations were completed. Sixty seconds into the first ablation on the rspv, while pacing the phrenic nerve and feeling the patient's chest, the physician notice a loss of phrenic nerve capture. The ablation was immediately stopped and no further ablations were performed. After 45 minutes, there was some recovery of the phrenic nerve, but it was weak.